Event description:
I received 8 at-home covid-19 test kits via the www.covidtests.gov website, delivered on (B)(6) 2022; all are maximbio cleardetect covid-19 antigen home test kits, ref 95677, lot "mb18may2202," manufacture date 2022-05-18, use-by date 2022-11-06; test strip reference 87505, lot 001759-2, expiration date 2022-11-06; sample buffer ref 87506, lot k0412, expiration date 01/20/2023; sterile cleanwipe foam swab, ref mp1302st2, lot 6869221328, expiration date 2025-02-28. Following the exact directions included with the test kit, 7 out of the 8 tests yielded invalid test results due to lack of a control line. Out of the dozens and dozens of covid-19 at-home test kits we have utilized over the past few years, these are the only invalid results received and it implies there was something wrong with these test kits. After the failed tests, I received a negative test result when using an abbott binaxnow covid-19 antigen self test, ref 195-160, lot 195031, use-by date 2023-06-13; test strip lot 191169, expiration date 2023-06-13, additional information awlb195430h rev 2/3-1; binaxnow covid-19 ag reagent, identifying numbers 221091 and 230624; sterile cleanwipe medium tip foam swab, ref mp1302st, lot 6472221020, manufacturer date 2022-03-02, expiration date 2025-02-28. As stated above, the maximbio covid-19 at-home test kits did not provide results 7 out of 8 times. FDA safety report ID# (B)(4).